Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection, while stapling the tissue, the staple handle with load would not grab then snapped when attempting to fire. It was reported that the jaws would not close. A new handle was opened to complete the case. There was no patient injury.